Event description:
It was reported the connecting part of the instrument does not lock. There was no surgical delay or adverse patient consequences as the issue was found during sterilization inspection on (B)(6) 2024.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary customer is complaining the instrument as the connecting part does not lock. No surgical delay, no adverse patient consequences. Seen in cssd. The product was returned to medtech orthopaedics for evaluation. Visual inspection revealed the overall surface of the extra curved broach handle with signs of usage. Additionally, some impaction marks were observed near of the device's head. The observed condition of the device was consistent with a component failure that was caused by impacting the device in unintended places and subsequently causing deformations on the device material. Properly handling and¿attention to the approved use of the device diminishes the risk of failure. A dimensional inspection was not performed since it was not applicable to the complaint condition. Even though the conditions in which the reported failure cannot be replicated and the mating component was not returned for evaluation, a functional test was performed using a medtech orthopaedics broach (201203020) sample. The functional test revealed both devices were able to assemble correctly and no sign of undesired movement was identified. A manufacturing record evaluation was performed for the finished device ra185a lot number, and no non-conformances nor manufacturing irregularities were identified. The overall complaint was not confirmed as the observed condition of the extra curved broach handle would have not contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot 1) quantity manufactured: 58 2) date of manufacture: oct-2014 3) any anomalies or deviations identified in DHR: no 4) expiry date: n/a 5) IFU reference: IFU-0902-00-836 device history review a manufacturing record evaluation was performed for the finished device ra185a lot number, and no non-conformances nor manufacturing irregularities were identified.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received states that the instrument does not engage.